Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to drainage and swelling at the implant site of this subcutaneous implantable defibrillator (s-ICD). The patient was treated with antibiotics and discharged. Two weeks later, the patient had a follow up visit with his primary physician and another antibiotic was prescribed for the patient as the physician observed a small opening on the pocket incision. A boston scientific field clinical specialist noted that the device had been implanted using an aziyo pouch. No additional adverse patient effects were reported.